Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported that her blood glucose registered "hi" (over 600 mg/dl) the morning of 2007. She stated that she bolused insulin via syringe to lower her blood glucose. She stated that she felt dizzy, nauseated, and she had no energy. She stated that her blood glucose has been difficult to control for several days. Her normal blood glucose range is 80-110 mg/dl. Prior to the report, the pt performed troubleshooting and found no issues with her infusion device or accessories. Further troubleshooting with the company representative did not reveal any product issues. She stated that 2 weeks ago, her blood glucose "bottomed out" and her physician reduced her basal rates. The pt was advised to contact her physician. She stated that she does have a backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.